Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the occluder was not calibrated properly. The slider bat on central control monitor (ccm) jumped at the end of calibration. The device was not changed out, as they continued to use for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00560. Per follow-up with the perfusionist (ccp), there was no "?" Mark on the occluder icon and the icon was green, occluder module light emitting diode (led) was also green, and there was no electrical odor at the time of the reported issue. The ccp mentioned that this has been an ongoing issue and that it has some clinical significance. The ccp stated that the surgeons have been noticing and are frustrated that there was blood still in the heart when this issue with the occluder is occurring. They have resorted to manual clamping with tube clamps. The manufacturer clinical services spoke to the ccp and provided technical advise.

Manufacturer narrative:
The reported complaint was confirmed. Investigator was able to duplicate the effects on the MFR's operating room (or) simulator system 1. The way the central control monitor (ccm) handles the occluder slider display causes a sometimes perceptible jump in the displayed slider for the occluder. When the occluder "open," "close," or "calibrate" button is pushed, the ccm software displays the slider at the fully opened or closed position. Then, as the occluder subsystem mechanically moves to the user-commanded position, it sends out plunger position updates to the system as it opens/closes. The ccm receives these updates and updates the slider position to match this information. The fully-opened or fully-closed command already invoked then directs the system to display the slider in its fully open or closed position again. The end result is a sometimes perceptible jump in the displayed slider position. The occluder operation is not affected by this display effect, and this display effect is not indicative of an issue with the occluder subsystem. Data log analysis shows the occluder opening and closing several times. There was nothing in the logs that indicated a malfunction of problem. No additional action will be taken at this time.

Manufacturer narrative:
Per the ccp, when moved from 0 to 100, the slider bat jumped on the ccm. The field service rep (fsr) tested calibration and operation of occluder was satisfactory. The ccm slider bar displayed a slight bounce when moved from one endpoint to the other, this is normal on software version 3.0.1, which does not indicate an actual bounce of the occluder. The fsr downloaded the system and occluder data logs and returned them to the MFR for further eval. The unit operated to MFR specs and was returned to clinical use.